Manufacturer narrative:
The actual pads were discarded by the hospital. When the quality engineer completes this investigation, a supplemental report will be filed. We acknowledge we are filing this report outside the 30 day requirement. Due to the inability to gather additional information of the event, we are considering this event reportable based on the current information.

Event description:
It was reported by a (B) (4) distributor that, "during the use of esu, disconnection alarm sounded. Replacing with another esu, alarming did not cease to sound."